Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s stylus would not calibrate correctly; the screen did not react to the stylus. The programmer was power cycled, but the issue remained. The caller was advised to try a new stylus, it was thought that the programmer might need an update, the user was sent information on how to update the programmer using a universal serial bus (usb). The programmer remains in use. There was no patient involvement.